Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 167 and 126 mg/dl. Tests were done within 10 minutes. No further info has been reported.